Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. Just several weeks after implant, the battery estimated battery longevity only shows 3 years remaining. Device settings show high capture thresholds on the left ventricular (lv) lead at 6 v. A request was made to have data from this device battery analyzed, however device data has not yet been received. This crt-p remains in-service at this time. No adverse patient effects were reported.